Event description:
It was reported that the patient received a normal glucose result with hypoglycemia symptoms. At around 5:00 p.m., the patient felt like his blood glucose was low and he had fallen to his knees. The patient's blood glucose result was 104 mg/dl at 5:10 p.m. The patient's daughter contacted the paramedics and they arrived around 5:25 p.m. The patient was treated with an unknown pill. The paramedics tested the patient's blood glucose level shortly after and the result was 291 mg/dl. The patient was transported to the hospital between 5:45 p.m. And 6:00 p.m. The patient was treated with unknown IV's at the hospital. The blood glucose result was 68 mg/dl on the patient's blood glucose monitor after being admitted into the hospital. The patient was then treated with toast and peanut butter. The patient was in the hospital for one day.